Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts displacement, right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus /migration of essure device location of device microinsert migrated ,perforated back of uterus"), device expulsion ("left micro-insert was not found in fallopian tube but in cornua / left micro-insert was found in the cornua of the uterus"), pregnancy with contraceptive device ("pregnant / pregnancy with complcation") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included morbid obesity, gravida ii and parity 5. Previously administered products included for birth control: depo provera. Concurrent conditions included pelvic pain female. On (B)(6)2009, the patient had essure inserted. On(B)(6)2009, 4 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / hair loss") and fatigue ("chronic fatigue / fatigue"). On (B)(6)2009, the patient experienced pelvic pain ("severe, lower abdominal/pelvic pain and cramping, when not menstruating"). On (B)(6)2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with influenza like illness, dizziness, nausea and malaise. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), headache ("headaches") and abdominal pain lower ("lower abdominal pain/ cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy and laparoscopy with essure removal) .essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache and abdominal pain lower was resolving and the pregnancy with contraceptive device, genital haemorrhage and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2017-131012). The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: wihin a few months of having the essure procedure patient experienced symptoms (pelvic pain, hairloss, pain and heavy bleeding during menstruation, chronic fatigue, headaches). In jan-2012, patient started to experience flu-like symptoms (dizziness, nausea, general malaise), urinalysis showed patient had no flu but was pregnant, seven weeks pregnancy found on ultrasound (see also linked baby's case no .2017-131012: fullterm baby boy contracted an infection during delivery on(B)(6)2012 and was in nicu for 7 days). Bilateral tubal ligation was performed in mother in oct-2012. Symptoms did not improve after giving birth. Ultrasound showed displacement of the essure micro-inserts. On (B)(6)-2016 during essure removal surgery it was found that right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: full occlusion of fallopian tubes hysteroscopy - on (B)(6)-2016: right coil perforated uterus (cont) laparoscopy - on (B)(6)2016: right coil perforated uterus (cont) ultrasound scan - in january 2012: seven weeks pregnancy; on an unknown date: essure displacement (abnormal nos) urine analysis - in january 2012: no flu, but pregnant ultrasound - on unspecified date after delivery on (B)(6)2012 when symptoms did not improve: result: essure micro-inserts displaced diagnostic hysteroscopy and laparoscopy - on (B)(6)2016: result: bilateral salpingectomy, and essure micro-inserts removed: right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, uterine perforation, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6)2018: event "abnormal bleeding (general)", reporter, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts displacement, right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus /migration of essure device location of device microinsert migrated ,perforated back of uterus"), device expulsion ("left micro-insert was not found in fallopian tube but in cornua / left micro-insert was found in the cornua of the uterus"), pregnancy with contraceptive device ("pregnant / pregnancy with complcation") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included morbid obesity, multigravida and parity 5. Previously administered products included for birth control: depo provera from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included pelvic pain female. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 4 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / hair loss") and fatigue ("chronic fatigue / fatigue"). On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe, lower abdominal/pelvic pain and cramping, when not menstruating"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with influenza like illness, dizziness, nausea and malaise. On an unknown date, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), headache ("headaches") and abdominal pain lower ("lower abdominal pain/ cramping"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy and laparoscopy with essure removal) and surgery (bilateral salpingectomy and laparoscopy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, alopecia, fatigue, headache and abdominal pain lower was resolving. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4) ). The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: wihin a few months of having the essure procedure patient experienced symptoms (pelvic pain, hairloss, pain and heavy bleeding during menstruation, chronic fatigue, headaches). In (B)(6) 2012, patient started to experience flu-like symptoms (dizziness, nausea, general malaise), urinalysis showed patient had no flu but was pregnant, seven weeks pregnancy found on ultrasound (see also linked baby's case no .(B)(4) : fullterm baby boy contracted an infection during delivery on (B)(6) 2012 and was in nicu for 7 days). Bilateral tubal ligation was performed in mother in (B)(6) 2012. Symptoms did not improve after giving birth. Ultrasound showed displacement of the essure micro-inserts. On (B)(6) 2016 during essure removal surgery it was found that right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes hysteroscopy - on (B)(6) 2016: right coil perforated uterus (cont) laparoscopy - on (B)(6) 2016: right coil perforated uterus (cont) ultrasound scan - in (B)(6) 2012: seven weeks pregnancy; on an unknown date: essure displacement (abnormal nos) urine analysis - in (B)(6) 2012: no flu, but pregnant ultrasound - on unspecified date after delivery on (B)(6) 2012 when symptoms did not improve: result: essure micro-inserts displaced diagnostic hysteroscopy and laparoscopy - on (B)(6) 2016: result: bilateral salpingectomy, and essure micro-inserts removed: right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, uterine perforation, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts displacement, right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus"), device expulsion ("left micro-insert was not found in fallopian tube but in cornua") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included morbid obesity. Concurrent conditions included pelvic pain female. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with influenza like illness, dizziness, nausea and malaise. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), pelvic pain ("severe, lower abdominal/pelvic pain and cramping, when not menstruating"), alopecia ("hair loss"), fatigue ("chronic fatigue"), headache ("headaches") and abdominal pain lower ("lower abdominal pain/ cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy and laparoscopy with essure removal) and surgery (bilateral salpingectomy and laparoscopy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache and abdominal pain lower was resolving and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: wihin a few months of having the essure procedure patient experienced symptoms (pelvic pain, hairloss, pain and heavy bleeding during menstruation, chronic fatigue, headaches). In (B)(6) 2012, patient started to experience flu-like symptoms (dizziness, nausea, general malaise), urinalysis showed patient had no flu but was pregnant, seven weeks pregnancy found on ultrasound (see also linked baby's case no .(B)(4): fullterm baby boy contracted an infection during delivery on (B)(6) 2012 and was in nicu for 7 days). Bilateral tubal ligation was performed in mother in (B)(6)2012. Symptoms did not improve after giving birth. Ultrasound showed displacement of the essure micro-inserts. On (B)(6) 2016 during essure removal surgery it was found that right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: full occlusion of fallopian tubes hysteroscopy - on (B)(6) 2016: right coil perforated uterus (cont) laparoscopy - on (B)(6) 2016: right coil perforated uterus (cont) ultrasound scan - in (B)(6) 2012: seven weeks pregnancy; on an unknown date: essure displacement (abnormal nos). Urine analysis - in (B)(6) 2012: no flu, but pregnant. Ultrasound - on unspecified date after delivery on (B)(6) 2012 when symptoms did not improve: result: essure micro-inserts displaced diagnostic hysteroscopy and laparoscopy - on (B)(6) 2016: result: bilateral salpingectomy, and essure micro-inserts removed: right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, uterine perforation, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number received. Case became medically confirmed. Concomitant condition and drugs are received. Historical condition and drugs are received. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts displacement, right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus /migration of essure device location of device microinsert migrated ,perforated back of uterus"), device expulsion ("left micro-insert was not found in fallopian tube but in cornua / left micro-insert was found in the cornua of the uterus"), pregnancy with contraceptive device ("pregnant / pregnancy with complcation") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included morbid obesity, gravida ii and parity 5. Previously administered products included for birth control: depo provera. Concurrent conditions included pelvic pain female. On (B)(6)2009, the patient had essure inserted. On (B)(6) 2009, 4 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss / hair loss") and fatigue ("chronic fatigue / fatigue"). On (B)(6) 2009, the patient experienced pelvic pain ("severe, lower abdominal/pelvic pain and cramping, when not menstruating"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with influenza like illness, dizziness, nausea and malaise. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), headache ("headaches") and abdominal pain lower ("lower abdominal pain/ cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy and laparoscopy with essure removal) .essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache and abdominal pain lower was resolving and the pregnancy with contraceptive device, genital haemorrhage and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2017-131012). The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: within a few months of having the essure procedure patient experienced symptoms (pelvic pain, hairloss, pain and heavy bleeding during menstruation, chronic fatigue, headaches). In jan-2012, patient started to experience flu-like symptoms (dizziness, nausea, general malaise), urinalysis showed patient had no flu but was pregnant, seven weeks pregnancy found on ultrasound (see also linked baby's case no .2017-131012: fullterm baby boy contracted an infection during delivery on (B)(6) 2012 and was in nicu for 7 days). Bilateral tubal ligation was performed in mother in oct-2012. Symptoms did not improve after giving birth. Ultrasound showed displacement of the essure micro-inserts. On (B)(6) 2016 during essure removal surgery it was found that right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes hysteroscopy - on (B)(6) 2016: right coil perforated uterus (cont) laparoscopy - on (B)(6) 2016: right coil perforated uterus (cont) ultrasound scan - in january 2012: seven weeks pregnancy; on an unknown date: essure displacement (abnormal nos) urine analysis - in january 2012: no flu, but pregnant ultrasound - on unspecified date after delivery on (B)(6) 2012 when symptoms did not improve: result: essure micro-inserts displaced diagnostic hysteroscopy and laparoscopy - on (B)(6) 2016: result: bilateral salpingectomy, and essure micro-inserts removed: right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, uterine perforation, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "abnormal bleeding (general)", reporter, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts displacement, right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus"), device expulsion ("left micro-insert was not found in fallopian tube but in cornua") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with influenza like illness, dizziness, nausea and malaise. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation"), dysmenorrhoea ("abnormally severe pain during menstruation"), pelvic pain ("severe, lower abdominal/pelvic pain and cramping, when not menstruating"), alopecia ("hair loss"), fatigue ("chronic fatigue"), headache ("headaches") and abdominal pain lower ("lower abdominal pain/ cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure inside her during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy and laparoscopy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, menorrhagia, dysmenorrhoea, pelvic pain, fatigue, headache and abdominal pain lower was resolving and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: within a few months of having the essure procedure patient experienced symptoms (pelvic pain, hairloss, pain and heavy bleeding during menstruation, chronic fatigue, headaches). In (B)(6) 2012, patient started to experience flu-like symptoms (dizziness, nausea, general malaise), urinalysis showed patient had no flu but was pregnant, (B)(6) pregnancy found on ultrasound (see also linked baby's case no .(B)(4): (B)(6) baby boy contracted an infection during delivery on (B)(6) 2012 and was in nicu for 7 days). Bilateral tubal ligation was performed in mother in (B)(6) 2012. Symptoms did not improve after giving birth. Ultrasound showed displacement of the essure micro-inserts. On (B)(6) 2016 during essure removal surgery it was found that right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes ultrasound scan - in (B)(6) 2012: (B)(6)pregnancy. Urine analysis - in (B)(6) 2012: no flu, but pregnant. Ultrasound - on unspecified date after delivery on (B)(6) 2012 when symptoms did not improve: result: essure micro-inserts displaced. Diagnostic hysteroscopy and laparoscopy - on (B)(6) 2016: result: bilateral salpingectomy, and essure micro-inserts removed: right essure micro-insert had migrated from fallopian tube, perforated, and was coming out of the back wall of uterus, left micro-insert was not found in fallopian tube but in cornua company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.